Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio replaced the device¿s power pcb assembly and battery wire harness assembly to resolve the reported issue. Physio then completed other unrelated repairs. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio-control further examined the removed power pcb assembly and battery wire harness assembly. Physio-control determined that the primary cause of the reported issue was excessive wear on connectors j11/p11 on the battery wire harness assembly and the power pcb assembly. The excessive wear caused increased resistance of the connector contacts which resulted in an excessive voltage drop at the contacts when the code-summary function was activated. The excessive voltage drop at the contacts triggers the power fail detector circuit on the power board. Triggering the power fail detector circuit will cause the device to either shutdown or power cycle.

Event description:
The customer contacted physio-control to report that while attempting to perform a 12 lead ECG on a patient, their device powered itself off. There were no adverse effects to the patient as a result of the reported issue. No further details about the patient or the event were provided. Physio-control has made multiple attempts to contact the customer in order to obtain additional information on the patient; however, no response has been received.

Manufacturer narrative:
The initial medwatch report (additional mfg narrative) indicates: physio-control evaluated the device and verified the reported issue. Physio replaced the device¿s power pcb assembly and battery wire harness assembly to resolve the reported issue. Physio then completed other unrelated repairs. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio-control further examined the removed power pcb assembly and battery wire harness assembly. Physio-control determined that the primary cause of the reported issue was excessive wear on connectors j11/p11 on the battery wire harness assembly and the power pcb assembly. The excessive wear caused increased resistance of the connector contacts which resulted in an excessive voltage drop at the contacts when the code-summary function was activated. The excessive voltage drop at the contacts triggers the power fail detector circuit on the power board. Triggering the power fail detector circuit will cause the device to either shutdown or power cycle. Section h6 of the initial medwatch report (additional mfg narrative) should indicate: physio-control evaluated the device and verified the reported issue. Physio replaced the device¿s power pcb assembly, battery wire harness assembly and battery pins to resolve the reported issue. Physio then completed other unrelated repairs. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that while attempting to perform a 12 lead ECG on a patient, their device powered itself off. There were no adverse effects to the patient as a result of the reported issue. No further details about the patient or the event were provided. Physio-control has made multiple attempts to contact the customer in order to obtain additional information on the patient; however, no response has been received.